Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history review cannot be performed because the upn was not provided. A labeling review was performed, the instructions for use stated that "under ultrasound guidance in the sagittal view, and with the needle tip at the prostate mid-gland, use a smooth, continuous injection technique to dispense the spaceoar vue hydrogel into the space between the prostate and rectal wall". A risk review was completed and confirmed that the event of "gel misplaced - non-vascular" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available the reported event was assigned to unintended use error caused or contributed to event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 11/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/18/2025. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure had the hydrogel completely infiltrated at the base of the apex, which was classified as grade 2. The patient presented with a positive lymph node and therefore received 180 cgy to the pelvis, 220 cgy to the positive node, and 70 gy to the prostate, all delivered in 28 fractions. No patient complications were reported as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 11/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/18/2025. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure had the hydrogel completely infiltrated at the base of the apex, which was classified as grade 2. The patient presented with a positive lymph node and therefore received 180 cgy to the pelvis, 220 cgy to the positive node, and 70 gy to the prostate, all delivered in 28 fractions. No patient complications were reported as a result of this event.